Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an health care professional (hcp) contacted boston scientific technical services (ts) to request assistance reviewing a threshold test report that appeared to show non-capture. Ts reviewed the report and agreed there appears to be loss of capture. The patient was implanted with this pacemaker system four months ago and the indication for therapy lists sinus node dysfunction. No adverse patient effects were reported. The device and rv lead remain in service.